Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
Received information regarding a cartridge alarm 19 during the load process with multiple cartridges. The customer's blood glucose (bg) levels was 250s and the customer delivered a bolus with the pump to address bg levels. The customer was able to load a new cartridge successfully and resume insulin delivery. The customer reported would use the pump until replacement arrived.